Event description:
Reportable based on device analysis completed on 20-sep-2018. It was reported that crossing difficulties were encountered. The 85% stenosed target lesion was located in the moderately tortuous and severely calcified distal right coronary artery. A 1.20mm x 15mm emerge push balloon catheter was advanced for pre-dilation. However, the device failed to cross the lesion due to calcification. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed balloon torn circumferential. Device evaluated by MFR: returned product consisted of an emerge balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed two kinks at 52.8cm and 68cm from the hub. Microscopic examination revealed that the tip is damaged and there is a circumferential tear at the marker band. There is blood present in the balloon and in the inflation lumen. The balloon is loosely folded. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any damage or irregularities contributing to the reported crossing difficulty.